Event description:
The customer reported that during use for an end to end anastomosis, there was an activation tone but the device did not seal. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.